Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this lead was surgically abandoned and replaced during a normal pulse generator replacement. It was noted that the high thresholds had continued on the lead until the recent replacement. No further adverse patient effects or syncopal events were reported.

Event description:
Boston scientific received information that during a routine pacemaker check for this pacemaker dependent patient, the device was noted to be in autocapture retry at 5.0v, due to increased ventricular threshold measurements. Ventricular sensing and impedance measurements were within normal limits, as was the atrial threshold measurement. No programming changes were made to the device. After testing was completed the patient stated that she felt lightheaded and experienced syncope for an unknown reason. The patient was taken to the hospital form the clinic in an ambulance. The patient contacted patient services and alleged that the emergency room physician told her that the device testing went too long, which may have contributed to her syncope. The patient stated that the emergency room physician told her there was no issues with her device and she was released. The boston scientific sales representative (sr) stated she was unaware of the outcome of this patient and had discussed with the physician that no programming changes were made to the device and the follow-up was completely done when the patient experienced the syncope. No episodes were recorded in the device and no additional information is available at this time. The pacemaker system remains implanted in the patient.